Manufacturer narrative:
Results: the pull wire appears to have been pulled out of the proximal end of the pusher assembly approximately 124.3 cm. The coil proximal pet lock is broken. Conclusion: the pusher assembly proximal pet lock is broken indicating an attempt at detachment was made. In addition, the pull wire has been pulled out of the proximal end of the pusher assembly. The coil was not returned and the cause of the issue could not be determined based on the condition of the returned devices. However, the IFU for the device states that devices should not continued to be used against resistance until the cause of the resistance can be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
Patient was undergoing embolization procedure for large aneurysm in the sylvian artery with penumbra 400 coils. During the placement in aneurysm the coil unintentionally attached due to high friction. The user felt this was due to the difference between the stiffness of the delivery microcatheter and the softness of the coil.